Manufacturer narrative:
This report was filed in error. This is a duplicate of 1043534-2013-00351.

Event description:
Allegedly revised due to infection. Right side.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The event code is addressed in the package insert. This event occurred in the (B)(6). This is the same event as 1043534-2013-01795.